Manufacturer narrative:
(B)(4).

Event description:
It was reported that both the right atrial (ra) an right ventricular (rv) leads exhibited low out of range pacing impedance measurements of less than 200 ohms. There was also oversensing of noise on the rv channel but no pacing inhibition of greater than two seconds. Subsequently the pacemaker was explanted and the leads were taken out of service. A new system was implanted and no additional adverse patient effects were reported.